Event description:
It was reported that the insulin pump alarmed. The blood glucose reading is 40 mg/dl. Customer treated with food. Customer drank coffee with sugar and lollipop. During troubleshooting, the displacement test failed. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had constant alarms during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to an alarm. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.